Event description:
It was reported that the "down" button is sticking and the "ezbolus" button is not working most of the time and is a little off center. The "down" button issue reportedly began 2 months ago and the "ezbolus" button issue reportedly began 3 months ago.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; the bolus button was found to be torn. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down arrow keypad button was intermittently responsive. All of the other keypad buttons were responding to button presses. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint there was an internal battery failure, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.